Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4) ¿ the dentist reported that after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. No further information was provided.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In new telephone contact, the dentist has informed the lot number of the product. The investigation of the claimed product has shown that the product presented a dimensional of the inner diameter with 0,009 mm of deviation. This deviation can affect directly the adaptation between the implant and the abutment. The nonconformity was originated due to the failure of the machining process in the preparation stage. There were no other items available in stock for evaluation. Until now, neodent did not receive any other complaint regarding the same issue.

Event description:
(B)(4). In new telephone contact with the dentist, it was seen that the loss of the dental implant was not due to an osseointegration failure, as it was initially reported. The dentist gave the information that the healing abutment got stuck inside the implant and, in consequence, he had to remove the dental implant, otherwise it would not be possible to finish the prosthesis rehabilitation.